Manufacturer narrative:
(B)(4) has been initiated for this issue. Model xpo100b, serial number/date (B)(4) is approximately 5 months old. The owner's manual part number 1148112 rev d (dec-2009) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that when the xpo100b concentrator is turned on, the red light comes on, the unit allegedly gets very hot and stops working. The unit has been replaced and the damaged unit is being returned to invacare for an inspection and evaluation. No injury alleged.

Event description:
Customer alleged when unit is turned, the red light comes on, it gets very hot, then won't work anymore. No injury alleged.